Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the zoom did not work smoothly due to damage on the charged coupled device, the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to the wear of angle wire, a chipped adhesive on the bending section cover, a white clouded area on the adhesive of the bending section cover, the water removal ability did not meet the standard value due to a clogged nozzle, a peeled adhesive around the objective and light guide lenses, a dented plastic distal end cover, and a streak of flare appeared in the image due to a peeled adhesive around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an endoscopic image that didn't change from normal to the magnification point. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.